Event description:
It was originally reported that the customer stated they tried different handpieces and just want unit sent in to be evaluated. No patient injury reported. During service repair the board was determined to have an issue with the resistor. This resistor is part of the hand switch circuit for the cut mode. Loss of that function is possible and a potential safety related concern should it fail mid-procedure. Lp-20-120 leep (B)(4).

Manufacturer narrative:
Device has been returned for service repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 10/12/2020 under wo #(B)(4) & (B)(4) and shipped on (B)(4) 2020. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned 5/31/2024. Visual evaluation: visual examination of the complaint unit revealed no outer physical damage. However, upon removal of the housing there was 2 damaged components (r10) on the display board. R20 was damaged due to r10 burning out. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: an engineering investigation had determined resistors r9 & r14 were burnt out due to being exposed to current outside their rating in 2021 and had been updated as an output of a CAPA. The resistor on r10 had not been burnt out at the time. However, the resistor on r10 is on the same circuit. A new review of the same circuit design concluded r10 does not have the same tendency to be exposed to enough current to damage the resistor as it had on r9 & r14. Coupled with the low occurrence observed on units from 2015 and on, r10 burning out on this unit is suspected of being of unique circumstances particular to the board or the assembly of where the resistor could have enough power to burn out which supports the low occurrence. The board was replaced, the unit tested to specifications and returned to the customer.